Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting, the customer reported that the pump was responsive. The customer declined further troubleshooting. The customer's blood glucose was 129 mg/dl at the time of the report.